Manufacturer narrative:
Product event summary: the device was returned for analysis along with performance data collected from the device memory; however, physical analysis of the device is pending. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the device was replaced due to premature battery depletion with recommended replacement time (rrt) indicator. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Offsite analysis determined that the depleted battery was due to high system current drain which was isolated to the radio frequency module (rfm). The failure mechanism within the rfm was not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.